Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6), 2021 with blood glucose level was unknown. Customer stated that she had a high blood glucose event last march 28 and she stayed in the hospital until (B)(6). The customer stated that they declined troubleshooting. Customer stated that she received multiple insulin flow blocked alerts. The insulin pump will not be returned for analysis.